Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by severe stomach pain. The breach was further described as the patient does not wear a mask while performing pd therapy. It was not reported if the patient was hospitalized for the event. No further detail was provided regarding treatment or the outcome of the event. It was not reported if the patient was retrained on proper aseptic technique. Dianeal therapies were ongoing. No additional information is available.